Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the surgeon was able to press the green button and squeezed the handle but the device did not fire. Another reload was used. There was no patient injury.